Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving n/a via an implantable pump for non-malignant pain. It was reported that that they were filling the pump today and when the pump was interrogated a message came up that stated the pump has been stalled for 700 hours. The caller did verify that the patient had an MRI (B)(6) 2026. A second alert came up that showed the pump has been stalled for 0 hours and 0 minutes. The caller stated the message stated something about a tube set error.